Event description:
During trans urethral resection of the prostate, the wires holding the roller bar electrode allegedly burned causing the roller bar to detach and fall into the patient's bladder. Since the bladder had stretched during the tur (a normal occurrence for this procedure), bladder stones fell into the bladder from the existing diverticulum making it impossible for the surgeon to retrieve the piece since the stones and the roller bar had mixed together. There was no patient injury. The surgeon stated that the procedure, standard removal of the prostate, required the patient to remain in the hospital for approximately two days following the procedure but according to the doctor, the extended hospital stay was not related to the adverse event. The surgeon will attempt to retrieve the roller bar during lithotripsy on or about june 28th and does not feel that leaving the roller bar in the bladder until then compromises the patient's health. The nurse reported that the valley lab cautery unit was set at 150 for pure cut and 60 for coag under fulgeration which, according to her, is a low setting for this procedure.

Manufacturer narrative:
After evaluating the olympus roller bar electrode, the original equipment MFR ("OEM") reported that the contact part at the proximal end exhibited marks indicating single use of the device, melting and erosion of the wires at the distal tip. In addition, the insulation at the distal tip was melted and partially burnt. Parts falling off resection electrodes is already known and described in literature. Roller electrodes are intended to be used for normal coagulation and not for vaporization. The OEM reported that the marks of erosion and the burnt insulation are typical indications that high power settings of the hf generator or spray coagulation had been used. In conclusion, the appearance of the returned electrode lead the OEM to assume that the electrode was not used for coagulation only but was probably used for vaporization as well and was pressed deeply into the tissue so that the wires came into close contact and burned due ot the high power settings. No further action will be taken. Internal reference # c1997-00933.